Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." The information already submitted 3004209178-2025-05367. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown drug via implantable pump. It was reported that the company representative (rep) reported that the healthcare provider (hcp) had difficulty getting the stylet out of the catheter to the point that the knob ended up coming off before the stylet came loose. She stated that the hcp did remove the needle first prior to attempting to remove the stylet. The hcp felt that the catheter stretched in the attempt to remove the stylet so removed the entire catheter. It was noted that once the catheter was removed and the stylet was able to be removed easily so the hcp thought there was likely an issue with the patient's anatomy. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that during normal pump replacement, there was an unsuccessful catheter side port aspiration at time of replacement. A new catheter was replaced, and the old catheter will be returning for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.